Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a power supply failure. The customer reported patient involvement is unknown and no patient harm has been reported.

Manufacturer narrative:
.